Manufacturer narrative:
The reported capture anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead and device was experiencing complete loss of capture. The asymptomatic patient presented in-clinic. The device was extracted and replaced. The procedure concluded without additional issue. The patient was stable following the procedure and will continue to be monitored.